Manufacturer narrative:
Expiration date 08/2018. Manufacturing date 08/2015. Based on the available information, this event is deemed to be a reportable malfunction. Based on the available information, no patient harm occurred. No product sample has been received at time of evaluation, the case will be reopened on receipt of a sample. A photograph showed black spots, but it cannot be determined if this was on the inside or outside of the dressing/sachet. The investigation has been based on batch history record review batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Lean operating information system (lois) was reviewed and there was no issues relating to the complaint. Tech logs were reviewed, there was no issues relating to the complaint. The device was returned to the original equipment manufacturer (OEM) by the distributor. Follow up has been requested, but no additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was a "foreign matter in the primary pack." The product was not used on a patient. No further details has been provided.